Event description:
It was repoted that during an oral surgical procedure the drill overheated. The patient received a superficial burn to the lip. Ice applied to area of burn. No other medical intervention reported.